Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ micron filter was occluded. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that a customer is having occlusion issues with the small 1.2 micron filter in neonates. Event description per email states: email inquiry from sr "we have a customer that is having occlusion issues with the small 1.2 micron filter in neonates. There are several factors that may be contributing to their issues. I have shared the white paper on smof lipids but wanted further direction on answering questions. One concern is that they experience occlusion on the patient side only after pausing the infusion to administer a noncompatible drug (approximately 30 minutes).

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Event description:
It was reported that unspecified bd¿ micron filter was occluded. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that a customer is having occlusion issues with the small 1.2 micron filter in neonates. Event description per email states: email inquiry from sr "we have a customer that is having occlusion issues with the small 1.2 micron filter in neonates. There are several factors that may be contributing to their issues. I have shared the white paper on smof lipids but wanted further direction on answering questions. One concern is that they experience occlusion on the patient side only after pausing the infusion to administer a noncompatible drug (approximately 30 minutes).